Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information requested and received: indications for surgery: emphysematous pyelonephritis (infection); did the patient undergo any pre-op radiation or chemotherapy: no; what comorbid medical conditions were present: several-diabetes, caridiovascular issues, lung problems: and could any of these conditions affect the quality of the patient¿s tissue: no to a clinical relevant stand point. In her situation, he doesn't believe they did other than the potential for chronic infection to weaken the tissue; was the renal artery unusually short: no; were there any clips used in the surgical procedure: no; were any forces higher or lower than expected closing the device: none; were any unusual sounds noted during firing the device: none; was any tissue movement noted during firing: none; what color cartridge was being used at the time of the reported event: white; was this the first firing of the stapler in this procedure: first firing-just artery; can you please further describe the shape of the staples that did not form: it was a manipulate field. No staple line. Approx 6 staples or so in the field-some full b and some goal post with a little bend; will an autopsy be performed, if yes, would the report be available: no autopsy performed; what was the approximate size of the compressed vessel: unsure, nothing unusual; can it be confirmed that the entire compressed vessel was proximal to the cut line: he hubbed the vessel in the jaws, but can't say with 100% certainty that it didn't go beyond the cut line, as he wasn't aware; can it be confirmed that there was no extraneous tissue within the jaws distal to cut line during firing of device: he could not see beyond the vessel, so it is possible; was the tip of the jaws visible during firing: one of the jaws, but not the other. Post-operative photos of device were provided: photos 1-1, 2-1, 4-1, and 6-1 are of the proximal part of the anvil of pve35a device, with a white cartridge reload fully fired, with a portion of what seems to be tissue and with three b- form staples present. The reload appears to be not fully seated at the distal end on image 15. Photos from one to fifteen shows the pve35a device, with a white cartridge, fully fired and with traces of what appears to be tissue, also three b form staples can be appreciated. Based on the photos alone, no conclusion could be reached on how the reported event occurred. Unfortunately there is not enough evidence in the photos to determine root cause of how the reported event occurred. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that during a laparoscopic nephrectomy procedure, the surgeon was performing a robotic nephrectomy on a severely sick, elderly woman. He said he dissected out the renal hilum with no issues. The chief resident placed the powered stapler over the renal artery...said it closed fine. Fired the device and upon opening the patient started hemorrhaging. They quickly converted to open and despite their best efforts to revive her, the patient died. They looked at the vessel at this point and he said it was wide open without staples in the tissue. He did say it was possible that they were pulled out when they were attempting to control the bleeding. There were free floating staples found not in tissue...of those he said he saw formed staples and some that hadn't formed. Unfortunately, the specimen was misplaced during the commotion and they were unable to inspect if they formed on that side. Patient bled out.

Manufacturer narrative:
(B)(4). Additional information received: received call from customer who advised she has learned that the cartridge contained in the device was not the cartridge utilized during surgery. The staff advised her that a new cartridge was placed in the device and it was test fired after the surgery.